Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that subsequent to the implantation of the asr system, the patient began to experience a decreased range of motion in her right hip, which inhibited her mobility. Other complications are alleged to include, but are not limited to, increased cobalt-chromium levels in the bloodstream and other symptoms consistent with particle disease that are encountered with prosthetic loosening. Papers allege the implant detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum resulting in decreased mobility and increasing chromium and cobalt ion blood levels.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.